Event description:
Event description boston scientific received information that this right ventricular lead was exhibiting noise which caused oversensing with inhibition of pacing. In addition, the patient experienced multiple syncopal episodes. A device replacement procedure was performed, the atrial and, ventricular leads were surgically abandoned. Additionally, the impedance on the ventricular lead was 200ohms during the revision. The pacing system was removed and replaced on the opposite side.